Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer had low blood glucose reading in the morning. Current blood glucose reading was not unavailable. Customer was not aware of the low blood glucose reading. Customer did not troubleshoot for low blood glucose reading. Customer reported the drive support cap was normal. Customer also reported prime anomaly. Customer states insulin was "squirting out" during the manual prime process customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomaly noted during testing. No gap noted between the motor and reservoir during the occlusion test. Unit had minor scratched lcd window and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.